Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their recharging paddle. Patient stated that they would charge their implant every night and a couple times it would take them 2 hours to charge and they would have to disconnect and reconnect the recharger to start charging again. Patient also stated that sometimes the controller would stay "stuck at a percentage" and they would need to stop and re-start the charging session and controller would sometimes show reposition. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient re-inserted the battery back into the controller and confirmed green light was flashing above the screen with controller 100% and ins 80%. Patient confirmed no visible damage on recharging cord or pins. Patient then connected recharger and confirmed recharging excellent. Patient mentioned that the recharging quality would sometimes change from excellent to showing no quality with and without any changes in movement. Agent instructed patient to monitor and call back if issue persists. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned mdt rep instructed them to charge implant with something between recharger and skin, due to recharger heating. Agent reviewed information and confirmed recharger would get warm, but not hot. Pt called in and reported that they were still getting stuck on numerous screens while attempting to recharge and it was still taking them over an hour to recharge the implant after the reset. Agent sent an email to repair to replace the recharger

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger h3:analysis of the 97755-s recharger (rtm) (serial number (B)(6)) revealed recharging excellent and turned to screen frozen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.